Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction cylinder/ biopsy channel was unable to be further specified. Moreover, no physical damage at the material residue points were observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope suction malfunctioned at the video colonoscope. The reported issue occurred during preparation of use for a laparoscope procedure. Despite our attempts, no additional information was able to be obtained regarding this reported event. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material that was discharged from the suction cylinder and from the channel tube. These findings were due to insufficient cleaning or handling of the scope. Upon further investigation, it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack and was discolored. Lastly, it was observed that the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.